Manufacturer narrative:
A product investigation was completed: a screw head with broken off threaded shaft was received for investigation; the remaining length is 2.9 mm. As per available event description it is supposed to be a 1.5mm ti cortex screw self-drilling with plusdrive(tm) recess 6mm with article number 400.056: as the complete broken off threaded shaft is missing the correct article number cannot be confirmed. The lot number was not provided and therefore a device history record review is not possible. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The microscopic investigation shows that the cruciform drive is moderately damaged. The tops of the cross slots have displaced metal primarily in the clockwise direction relative to torque applied. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw broke when the surgeon tried to insert it. It was quite a thick bone in that area. This is report 1 of 1 for (B)(4).